Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Please understand this patient was very difficult to speak with and patient services (ps) did their best to document the relevant reported information. It was reported that the patient was having trouble and so they went to see their managing health care provider (hcp). Recently they've just been seeing nurses and while they were waiting at their appointment, one by one the nurses began leaving and finally the hcp's spouse told the patient their handset was "run down" so the spouse got another charger that fit their device and set the patient's implant but told the patient that they'd let the stimulator "run down," so the spouse set it for the patient. The patient stated they'd even tried adjusting the stimulation level themselves but since they had a bad fall in 2022, (patient wanted to say in the august time-frame,) in a "terrible cold rain," the patient's symptoms of incontinence have returned. As soon as they stood up they started "peeing" and they were supposed to be drinking water because of their kidneys but their nurse told them they were dehydrated because they were losing fluids. The patient stated it wasn't a serious dehydration; however, they had a "feeling all over from their neck, down their arms, back, feet. The patient stated they were starting to run a fever and had sweats as well. Patient reported since the fall, they no longer felt the stimulation sensation and the ins felt "crooked" (when it used to feel flat.) Patient stated when they fell, they fell on their "entire butt" onto concrete stairs and they had to spend the night in the hospital and their whole "back-end"/their "whole left side" was bruised and sticking out "like a grapefruit." Patient stated they couldn't wear pants after the fall and that the swelling did go down but when they go to connect and they put the communicator over the ins site, they have to go "under it" because it was tilted down. Patient also stated that because of being disabled and having their hands "all crippled up from surgeries," it was difficult to use the external pieces. Patient services (ps) did not ask further questions about that allegation because they were focused on the reason for call. Ps redirected patient to follow up with their hcp to check the implanted system and to go to urgent care if their situation became urgent. Patient stated they were having insurance difficulties and wanted to go to a different hcp so ps sent the patient hcp listings via usps. Patient was going to reach out to a hcp to check the implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back and reiterated their report of having previously had a bad fall down 3 steps and that they'd gotten a bruise/knot as big as a cantaloupe on the opposite cheek where the ins was. The patient stated they had to go to the hospital and that it had been bruised to the bone that they thought they'd have to go in and scrape and clean it. The patient stated that now the bruise was half the size on their hip and it was on down "under a 2 inch wet mark where the butt drops" and it was sore. The patient mentioned again that their ins was crooked and that they had to regulate "it" all the time and that sometimes they had it during the day when it was numb (that's how they knew the ins was set right) but it would hurt them in their crotch. Patient services (ps) reviewed stimulation considerations with the patient. The patient stated they were stuck at the house unless they put on 2-3 pads and by the time they stood up or got out of their car, it would "come" and they would leak all over themselves. The patient stated they would have a heck of a time trying to get "it to come up on the cellphone." The patient mentioned again that they spoke with a rep at their procedure who talked to them at that time and the patient stated they were older and they couldn't remember what was said. The patient stated they wanted to go back to the doctor but they had an outstanding bill and the woman who worked at the office told them they couldn't go back to the doctor until they paid their bill. The patient stated they thought they could eventually pay the bill off but stated they were low income and they realized they would need assistance. Ps reviewed the patient advocate (paf) foundation information with the patient. The patient stated they were going to call paf to arrange for some potential financial assistance. The patient stated they would call paf after they spoke with ps and that they hopefully would be able to make an appointment with their hcp soon. The patient reported other medical information: that they'd had 9 utis at one time and a total of 15. The patient stated they had damaged kidneys and they were 100% disabled. The patient stated they couldn't use their hands or a phone and that they'd had gall bladder and heart surgery as well as foot surgery.